Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the tip of the waveguide had fractured and disengaged. It was reported that the device received a red light and would not activate during use. The waveguide broke when cleaning. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after a few activations, the clamp stopped working, and the generator led turned red. The technician was asked to clean the tip of the forceps with gauze. When starting the forceps tip broke. It was replaced with a new one, and the same generator and battery were used, and it worked perfectly. There was no patient injury. Medtronic investigation states that the tip of the waveguide had fractured and disengaged. The broken piece was returned.